Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the reported events (infection, sepsis, neurologic dysfunction) and heartmate 3 left ventricular assist system (hm3 lvas), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The center reported that the patient experienced a major infection beginning on (B)(6) 2021. The patient was started on empirical antibiotics on (B)(6) 2021 for suspected pneumonia. Concern for sepsis was noted on (B)(6) 2021, with persistent leukocytosis and hypothermia overnight. The patient also experienced neurologic dysfunction beginning on (B)(6) 2021. The patient was noted to have changed mental status; eyes open and somewhat tracking. Toes could be moved to command, but not upper extremities. CT (computed tomography) head and cta (CT angiogram) were negative. Etiology was unclear. These events were ongoing at the time of withdrawal from the study. It was later reported that the neurologic dysfunction was not related to the device, nor the implant procedure. It was also reported that the infection was not related to the device, nor the implant procedure. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), and no related complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists infection, neurologic dysfunction, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, as well as the hm3 lvas patient handbook. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was started on empirical antibiotics on (B)(6) 2021 for suspected pneumonia. There were concern for sepsis noted on (B)(6) 2021. Overnight infectious disease consult obtained on (B)(6) 2021 revealed with persistent leukocytosis and hypothermic. Type of treatment for infection included changes to medication and antibiotics. It was also reported that on (B)(6) 2021, the patient noted to have changed mental status and presented with eyes open and somewhat tracking. Moves toes to command, but not upper extremities. Psychiatry consult performed given catatonic state. CT and cta of the head were negative based on consult performed (B)(6) 2021. The symptoms were reported to be related to hypoactive delirium. Etiology unclear. The patient status is reported to be ongoing at time of study completion or withdrawal.